Event description:
Customer reported a malfunction alarm during the loading process of the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support educated the customer on the proper cartridge loading technique, but the alarm recurred. As a result, technical support decided to replace the pump and instructed the customer to use multiple daily injections as backup therapy to ensure continued insulin delivery. Additionally, technical support provided instructions on returning the problematic pump and confirmed the shipping address for the replacement.